Event description:
It was reported that the patient did use to have pain and difficulty breathing with the device, but does not have pain anymore. The patient later had a generator replacement due to lack of efficacy. The new generator was programmed back to the previous settings. Explanted generator was sent back to manufacturer for product analysis. Product analysis (pa) for the explanted generator was completed. Although the reported allegations of lack of efficacy, painful stimulation and dyspnea cannot be evaluated in the pa laboratory setting, proper functionality of the pulse generator in its ability to provide appropriate programmed output currents can be verified. This was successfully verified in the pa lab. In addition, the septum was not cored, thus eliminating the possibility of a potential unintended electrical current path through body fluids, (addressing the allegations of ¿painful stimulation¿). In the pa lab, the device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the device performed according to functional specifications. There were no performance, or any other type of adverse condition found with the pulse generator. Internal data was reviewed and showed several incidences of high impedance for this patient while they were implanted with this device. At this time, there is no indication that the pain, difficulty breathing, or lack of efficacy occurred at the same time as high impedance. No known relevant surgical intervention for high impedance has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.